Event description:
It was reported during inspection for use, there was an anomaly with the octagonal frame of the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.